Event description:
The following was reported to gore: on (B)(6), 2018, the patient underwent an evar procedure with bilateral ibe placement with large aneurysms in the abdominal aorta and both common iliac arteries measuring up to 14cm in max diameter. The sacs begin to shrink after the procedure. On (B)(6), 2023, the cta scans showed the sacs were found to be increasing in size again. The aaa was measuring 80mm diameter, the right common iliac sac aneurysm was 92mm diameter and left common iliac sac aneurysm was 125mm diameter and this compares to the baseline back in 2018 before the patient had the original graft implanted at 71mm for aaa, 82mm right common iliac aneurysm, and 105mm for left common iliac aneurysm. The proximal neck had developed moderate angulation with remodeling of the aorta which was felt to be the cause of the main body device to migrate distally by 1-2 cm and create a bird beak appearance. No obvious endoleak was seen, but it was thought there may be a type 1a endoleak due to this change. On (B)(6) 2023, the patient was brought back and two 36mm excluder conformable aortic cuff devices were used to successfully extend proximally from the original graft device to the level of the renal arteries. The procedure was well tolerated and without complication.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoleak, aneurysm enlargement, component migration and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.